Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture and tilting. The patient reported becoming aware of tilt and fractured strut(s) retained with in the inferior vena cava (ivc) approximately eleven years and eight months post implant. The patient also reported anxiety related to the filter. According to the implant record the indication for the filter implant was deep vein thrombosis or the right lower extremity. The filter was placed under local anesthesia and there were no reported complications. The patient subsequently reported an unsuccessful percutaneous retrieval of the filter was attempted approximately fourteen days post filter implant. Removal procedure details were not provided. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implant. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. The instructions for use state filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and fracture could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
According to the information received in the redacted amended patient profile form (ppf), the patient reports that an unsuccessful percutaneous retrieval of the filter was attempted approximately fourteen days post filter implant. Removal procedure details were not provided. The patient became aware of this event approximately eleven years and eight months after the filter implantation.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture and tilting. The patient reported becoming aware of tilt and fractured strut(s) retained with in the inferior vena cava (ivc) approximately eleven years and eight months post implant. The patient also reported anxiety related to the filter. According to the implant record the indication for the filter implant was deep vein thrombosis or the right lower extremity. The filter was placed under local anesthesia and there were no reported complications. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. The instructions for use state filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and fracture could not be confirmed or further clarified. With the limited information provided it is not possible to provide a clinical determination as to the cause of the reported events. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, fracture and tilting. Per the implant records, the patient was reported to have a preoperative diagnosis of lower right deep vein thrombosis (dvt) and underwent placement of an optease vena cava filter under local anesthesia. There were no reported complications. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eleven years and eight months after the filter implantation. The patient reports tilting of the filter, fractured filter struts retained within the inferior vena cava (ivc) and further experienced anxiety related to the filter.